Manufacturer narrative:
Concomitant medical products: product ID: 97713, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that there was lead migration/dislodgement. The clinical diagnosis was lack of pain control. The outcome was resolved without sequelae. Interventions included that the device was explanted/not replaced. Diagnostic methods included device interrogation/device data which showed a lead migration. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as lead 1 and lead 2 connected to the implantable neurostimulator (ins). Relevant medical history included: spinal pain.